Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer's father reported they had sensor issue with 2 sensors. Customer stated that when they remove the sensor there was no electrode. The customer agreed to replace the sensors.